Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while surgeon was closing the left atrium during an open procedure, the needle disengaged from the thread. Surgeon replaced the device to resolve the issue. No patient injury.